Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by a field clinical specialist in japan, a left transfemoral transcatheter aortic valve replacement (tavr) procedure was performed to implant a 26mm sapien 3 ultra resilia valve. There was no difficulty while inserting the esheath+ (esp) into the patient. However, difficulty was encountered when attempting to advance the commander delivery system (ds) through the esp. The ds did not move forward despite applied force. Fluoroscopic imaging revealed that the stent frame of the valve had deformed and was piercing into the esp. The ds and valve were withdrawn together within the esp as a single unit. There was no withdrawal difficulty. Upon removal of the devices, device damage was observed, including strain relief damage on the esp and frame damage (bent strut) on the valve. The deformed stent of the valve was protruding from the sheath. No patient injury occurred, and the valve was successfully implanted in the intended position. The patient remained in stable condition post-procedure. No additional interventions were taken. The physician commented that the insertion angle of the ds was suboptimal.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was confirmed based on the information available. Available information suggests procedural factors (high push force, steep insertion angle) likely contributed to the event based on the reported information. As reported, the sheath was inserted at a steep angle and "the physician commented that the insertion angle of the delivery system was suboptimal." In addition, "difficulty was encountered when attempting to advance the commander delivery system (ds) through the esheath+ (esp). The ds did not move forward despite applied force. Fluoroscopic imaging revealed that the stent frame of the valve had deformed." A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.